Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intermittently undersensed ventricular signals post atrial pace, and the provided a ventricular pace afterwards. Additionally, this may be related to the high right ventricular (rv) output. Technical services discussed programming options. At this time, the ICD remains in service. No adverse patient effects were reported.